Manufacturer narrative:
Title: electro-thermal bipolar vessel sealing versus clipping of the inferior mesentric vessels during minimally invasive protectomy source: cirugia y cirujanos 2020, 88(6):738-744. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study of electro-thermal bipolar vesel sealing versus clipping of the inferior mesentric vessels during minimally invasive protectomy, a retrospective study compared outcomes of laparoscopic rectal cancer surgery using either ligasure or vascular clips to ligate the inferior mesenteric pedicle between april 2017 and may 2019. There were 16 patients in the ligasure group and complications included: blood loss up to 650ml and conversion to open procedure. Complications not related to the device included: death due to septic shock.